Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the adjustable pressure limiting valve was cracked and preventing manual ventilation. The ge healthcare service representative replaced the adjustable pressure limiting valve and the unit was returned to service.

Event description:
The hospital reported that the adjustable pressure limiting valve was cracked and preventing manual ventilation. There was no report of patient involvement.